Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic analysis could not identify any potential leaks or tears in the balloon. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated with no issues noted. This process was repeated three times and on each occasion the balloon inflated to its rated burst pressure with no leaks noted. The most probable root cause is not confirmed. Device analysis determined that no issues were noted with the returned device that could have contributed to the complaint incident. (B)(4).

Event description:
It was reported that during a unspecified treatment procedure a balloon rupture occurred. Vascular access was obtained via the right radial artery. The more than 90% stenosed lesion was located at the mid left anterior descending artery (lad). A 30mm x 2.50mm apex monorail balloon catheter was selected for pre dilation. The balloon was inflated to 8atms on the first inflation for less than 10 seconds and a rupture occurred. The balloon catheter was removed intact and the pre dilation procedure was completed with a 2.5 x 20 quantum maverick balloon catheter. After pre dilation residual stenosis was 50%. Procedure completed with deployment of a promus stent and post dilation with a 3.0 x 20 quantum maverick balloon catheter. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a unspecified treatment procedure a balloon rupture occurred. Vascular access was obtained via the right radial artery. The more than 90% stenosed lesion was located at the mid left anterior descending artery (lad). A 30mm x 2.50mm apex monorail balloon catheter was selected for pre dilation. The balloon was inflated to 8atms on the first inflation for less than 10 seconds and a rupture occurred. The balloon catheter was removed intact and the pre dilation procedure was completed with a 2.5 x 20 quantum maverick balloon catheter. After pre dilation residual stenosis was 50%. Procedure completed with deployment of a promus stent and post dilation with a 3.0 x 20 quantum maverick balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).